Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A review of the complaint history identified no other complaints reported from the lot. Based on available information, a cause for the reported leak could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a leak. It was reported that during device preparation, the steerable guide catheter (sgc) could not hold fluid column. A replacement sgc was used to complete the procedure. There was no patient involvement and no clinically significant delay. No additional information provided.